Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting in the stomach during a laparoscopic radical gastrectomy for stomach carcinoma, the load could not be installed, the handle could not be squeezed, thus the device was not able to fire even if the green button was pressed. They replaced the reload to continue with the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.